Event description:
It was reported that there was an atrial and ventricular high rate and that there were events that appear to be noise. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.